Event description:
The facility's biomedical technician reported a flo gard infusion pump that over-delivered. According to the reporter, the pump was programmed at 125 ml/hr and the volume to be infused was stuck on 39.6, and would not decrease. The pump over-delivered at least 200cc's to paint, and kept running without an alarm, according to the info, the biomed had available. There was no report of medical intervention or pt injury. Attempts have been made to obtain additional info by baxter, however none were successful to date. No additional contact info is available at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available.